Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that ins felt like something was poking in the back on the bottom section of where the ins was. Pt noted it was very uncomfortable and hurts them. Pt noted they did not know if the ins was loose but it moved. Hcp noted ins moved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.